Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, the cause could not be identified. Cause of failure could not be identified either. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the technical assistance center (tac), it was suggested that the customer reseat the cables (B)(4). The issue was resolved, the images came back and the reason for this issue was loose cables. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center experienced a b30 scope communication error that resulted in no image. The issue occurred during the preparation for a diagnostic colonoscopy procedure. There was a 8 minute delay in the procedure and the patient was under general anesthesia. The intended procedure was completed with the same set of devices. There were no reports of patient harm.